Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was placed on an in-house system. The instrument passed the recognition and engagement tests. It was connected to an in-house energy generator where it failed the energy recognition test, and it generated message "tighten assembly" on 3 out of 3 attempts. Additional observation(s) : the curved blade on instrument was broken at the tip/midpoint/base. A piece approximately 0.206" x 0.085" was found to be broken off that was not returned. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (example : staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonica ace instrument was not recognized by the system. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Customer confirmed that there was no patient injury due to the broken component identified on harmonic ace instrument.